Event description:
The customer reported that the device would not turn on. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device would not turn on. No pt involvement was reported. The device was evaluated by philips. The symptom was verified. The control pca was replaced to resolve the issue.